Event description:
On (B)(6) 2024, this patient underwent endovascular treatment for an aortic arch aneurysm using a gore® dryseal flex introducer sheath as an accessory. A 24fr sheath was inserted from the right femoral artery. Angiography after all planed stent grafts were implanted showed a finding which appeared to be an intimal injury (small flap-like object) in the right external iliac artery. As the blood flow in the right femoral artery was no problem, no treatment was performed. The patient was to be monitored. The patient tolerated the procedure. Reportedly, the access vessel diameters were about 7.3-10.8 mm in the left side, and about 8.0-11.7 mm in the right side.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d1102: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) The nominal diameter of a 24 fr sheath is 8.8mm, and the reported access vessel diameters were about 8.0-11.7 mm in the right side. The cause for the inability to insert the device on the left side and the subsequent intimal injury on the right is attributed to use of a sheath too large for the access vessels. IFU statements warnings if vessel size is smaller than the nominal body od (table 1), major bleeding, vessel damage, or serious injury to the patient, including death, may result. Directions for use sheath preparation 2. Verify the vessel is of adequate diameter and tortuosity to accommodate the introducer sheath. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.